Event description:
(B)(4) study. Same patient as: 2134265-2009-03516, 2134265-2010-01092, 2134265-2010-01091, 2134265-2010-04272, 2134265-2010- 04517, 2134265-2010-04375, 2134265-2010-04376. Same case as: 2134265-2012-08010, 2134265-2012-08012, 2134265-2012-08013, 2134265-2012-08014. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis and underwent a coronary artery bypass graft. Lesion 1 was de novo 75% stenosed, 3.00mm in diameter and 24.0mm long portion of mid right coronary artery (rca). The lesion was predilated with an unknown balloon at 12 atms. A 3.00mmx24mm taxus express2 stent was implanted at 18 atms. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. Lesion 2 was a de novo 90% stenosed, 3.00mm in diameter and 20.0mm long portion of the 1st right posterolateral (rpl). The lesion was predilated with two unknown balloons at 14 atms. A 3.00x24mm taxus express2 stent was implanted at 18 atms and a 2.50x16mm taxus express2 stent was implanted at 10 atms in the lesion. The lesion was post dilated with two separate balloons. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. 99 days later target vessel reintervention was performed on the proximal and distal rca. The 3.00mm in diameter, 14.0mm long, 75% stenosed lesion in the proximal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. The 3.00mmin diameter, 15.0mm long, 90% stenosed lesion in the distal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. Patient outcome was improved and the patient was discharged from the hospital 2 days later. In (B)(6) 2011, the patient experienced restenosis in the right coronary artery with left main coronary artery stenosis. In (B)(6) 2011, a coronary artery bypass graft was performed. The patient outcome improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).